Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information provided, it was reported that after the review of the following journal article: zaidenberg, et al (2016), foreign-body reaction and osteolysis in dorsal lunate dislocation repair with bioabsorbable suture anchor the complaint device is implanted and not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Since the complaint device not being returned, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). UDI: unknown.

Event description:
This report is being filed after the review of the following journal article: zaidenberg, et al (2016), foreign-body reaction and osteolysis in dorsal lunate dislocation repair with bioabsorbable suture anchor, hand vol.11, pages 368¿371, (argentina). This article presents a case of an intraosseous foreign body reaction and massive osteolysis of the proximal carpal after dorsal lunate dislocation repair with bioabsorbable suture anchors. The patients evaluated on course of this study: a (B)(6) year-old right-handed male. The patient underwent a combined dorsal and volar approach to anatomically repair the dorsal scapholunate and volar lunotriquetral ligaments. The devices involved were: minilok quickanchor (de puy mitek, raynham, massachusetts). Complications mentioned in the article: twelve months after initial trauma, a reoperation was planned. Intraoperative findings evidenced a severe chondral damage of the lunate and scaphoid. Such evidences did not allow any reconstructive alternatives. As a result, a proximal row carpectomy was performed. Histological examination of the tissue from the bony defect in the scaphoid and lunate revealed a foreign-body reaction surrounding the anchors.